Event description:
It was reported that catheter stuck in lesion occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified in left anterior descending (lad) artery. After the lesion was pre-dilated with a non bsc balloon, an opticross imaging catheter was used to view the lesion. A non bsc stent was then placed in the lesion. During withdrawal, an opticross wire exit port got caught on the implanted stent strut. The stent was totally crumpled after trying to pull out the opticross. In addition, the opticross was stuck in the lad. The opticross was completely removed from the patients body. It was pulled back slowly and carefully. The procedure was completed with another opticross and another stent was implanted at the target lesion. No patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a kink was observed in the telescope assembly from femoral marker to proximal end. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter stuck in lesion occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified in left anterior descending (lad) artery. After the lesion was pre-dilated with a non bsc balloon, an opticross imaging catheter was used to view the lesion. A non bsc stent was then placed in the lesion. During withdrawal, an opticross wire exit port got caught on the implanted stent strut. The stent was totally crumpled after trying to pull out the opticross. In addition, the opticross was stuck in the lad. The opticross was completely removed from the patient's body. It was pulled back slowly and carefully. The procedure was completed with another opticross and another stent was implanted at the target lesion. No patient complications were reported and the patient's status was fine and stable.